Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, though it was reported that the procedure/event date happened sometime during the week prior to when the event was reported on (B)(6) 2018. (B)(4). Investigation result: a visual examination of the complaint device revealed that there were no visual defects. Functional analysis was performed, and the balloon was inflated, and a leak was found due to a pinhole located near the proximal bond of the balloon. The most probable root cause is manufacturing deficiency, as the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design. An investigation to address this issue has been completed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon would not inflate. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of the event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.